Event description:
It was reported that approximately 14 months post procedure; the patient underwent a second coil embolization to treat the regrowth of the aneurysm. There was no reported clinical consequence. The relationship between the aneurysm regrowth and the implanted stent is unknown.

Manufacturer narrative:
The device remained implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. The reported patient medical intervention required is a known and anticipated outcome to these types of procedures and the directions for use contain notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated patient complication.

Event description:
It was reported that approximately 14 months post procedure; the patient underwent a second coil embolization to treat the regrowth of the aneurysm. There was no reported clinical consequence. The relationship between the aneurysm regrowth and the implanted stent is unknown.